Event description:
During a CABG, two sternum saw blades installed in a stryker surgical handpiece broke in half while in use.what was the original intended procedure?CABG.device #1is this a laboratory device or laboratory test?no.